Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. The 30x4.5mm, eccentric, de novo, 90% stenosed target lesion containing a lesion bend of between >45 and <90 degrees was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. Predilation was performed with an unspecified catheter balloon. A 32 x 4.50mm taxus¿ liberté¿ stent was selected to treat the lesion but it failed to cross the lesion. The procedure was completed another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed proximal stent damage and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the crimped stent found the stent was damaged. The stent struts at the proximal end of the stent were bunched and distorted. From the visual inspection, there was evidence that the stent moved distally on the balloon also. Stent movement may have occurred on withdrawal of the device due to resistance caused by an object, hence the occurrence of movement distally of the crimped stent. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink on the shaft 255mm distal from the strain relief. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).